Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump shut off without displaying an alert. Caller reported there is no error in the pump history. No adverse event reported. Requested return of the alleged device for evaluation.